Event description:
Tampon is stuck inside my body and I am not sure how to get it out [foreign body in reproductive tract]. String broke - tampon [device breakage]. Trying to pull out tampon...string broke [complication of device removal]. Case description: consumer reported via phone that the tampon string broke during removal and the tampon became stuck inside her body. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.